Event description:
T was reported that the patient underwent a gynecological procedure on (B)(6) /2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to grade 3 cystocele, uterine prolapse, rectocele- grade 2. It was reported that following insertion the patient experienced pain, erosion, bleeding, recurrence, dyspareunia and vaginal scarring. The patient underwent on (B)(6) 2005 an exploration of vagina, removal of granulation tissue, removal of gynemesh material all due to vaginal granulation tissue. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele repair and rectocele repair. It was reported that the patient underwent mesh removal on (B)(6) 2005 for removal of vaginal granulation tissue. The patient underwent a second procedure the next day; an exploration of the vagina due to an episode of vaginal bleeding through her vaginal pack. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06699. The same patient is represented in each medwatch.